Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The lemo connector was evaluated and retightened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.